Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by the manufacturer representative. The uninterruptible power supply (ups) was replaced and the issue was resolved. The system passed a system checkout.

Event description:
Medtronic received information that an mobile view station (mvs) would not boot. Green light is on. Amber light is on. Uninterruptible power supply (ups). There was no patient present when this issue was identified.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacture and analysis was completed. Functional testing and visual/physical examination was performed and the reported issue was confirmed. It was not possible to charge the battery as the battery is no longer able to hold a charge. If information is provided in the future, a supplemental report will be issued.